Event description:
I had essure coils implanted in summer of 2011. I started having increasing joint pain, headaches, periods of nausea and decline in my appetite as well as a metallic smell during my menstrual cycle. As my joint pain increased I was told I had psoriatic arthritis and skin lesions that were from psoriasis. As more time passed I developed a slight metallic taste in my mouth during my menstrual cycle that over time lasted longer and longer until it was constant. My migraines and daily headaches were increasing and my joints were so aggravated I was spending half my day in bed. I started to develop inconsistency in my bowel habits as my appetite vanished and then began having crippling stomach pains mimicking signs of a hiatal hernia. In the spring of 2017 I had an allergy test confirming a significant allergy to nick and had the essure removed in (B)(6) 2017. Many of my symptoms saw immediate or significant improvement in the first two weeks, my joint pain and headaches continue to improve. My appetite continues to be less than optimal and I struggle with ongoing bowel symptoms. All testing, imaging and investigating have revealed a healthy bowel system with no obvious cause.